Event description:
It was reported that the patient had an infection and the entire system was explanted. No further information was provided. Reference report: mw5119524.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5119524.